Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped a small safe on the pump causing the pump touch screen to become shattered. The pump touch screen became non-functional due to the shattered screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.